Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report false positive anti-hbs (ahbs) results were obtained from two different patient samples and a non-vitros kangchesi tan qc negative quality control fluid using the vitros anti-hbs reagent lot 5070 on a vitros 3600 immunodiagnostic system. Patient 2 result of 88.0 miu/ml (positive) vs expected result of 0.00 miu/ml (negative). Patient 8 result of 82.3 miu/ml (positive) vs expected result of 0.00 miu/ml (negative). Kangchesi tan qc results of 136.7 and 140.0 miu/ml (positive) vs the expected result of <8.00 (negative) miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected, false positive vitros anti-hbs results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4).

Manufacturer narrative:
The investigation has determined that false positive anti-hbs (ahbs) results were obtained from two different patient samples and a non-vitros kangchesi tan qc negative quality control fluid using the vitros anti-hbs reagent lot 5070 on a vitros 3600 immunodiagnostic system. A definitive assignable cause of the event could not be determined. Based on historical qc results, a vitros ahbs lot 5070 performance issue is not a likely contributor leading up to the event. Additionally, there is also no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, as diagnostic within run precision testing was not performed on the instrument, an instrument issue cannot be completely ruled out as contributing to the event. The most likely cause of the event is an unknown issue isolated to one vitros ahbs lot 5070 reagent pack (B)(6) in use at the time of the event. However, this is the second discordant pack of this nature identified at this site so a local handling or storage issue cannot be ruled out as contributing to this event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ahbs reagent lot 5070.